Event description:
It was reported that the insulin pump alarmed prime alarm. Customer's blood glucose reading is 82 mg/dl. The drive support cap is protruded. Customer has not pressed on the cap. Advised customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarms noted. The insulin pump had a scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.